Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer¿s blood glucose level was up to 250 mg/dl, 199 mg/dl and 212 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.